Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure (batch no. 12407573, 686083), inserted for female sterilization. The patient's medical history included: uterine bleeding, menorrhagia, nabothian cyst, dyspareunia, pelvic pain, adhesions nos postoperative and enterolysis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: an essure device was placed in each of the tubal ostia. Trailing coils count on the left was 3. Trailing coils count on the right was 4. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter information updated, patient demographic information updated, other relevant history updated, lot number newly added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 12407573, 686083) inserted for female sterilization. The patient's medical history included uterine bleeding, menorrhagia, nabothian cyst, dyspareunia, pelvic pain, adhesions nos postoperative and enterolysis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: an essure device was placed in each of the tubal ostia. Trailing coils count on the left was 3. Trailing coils count on the right was 4. Lot number: 12407573, manufacture date:2009-07,& expiration date:2012-06 . Lot number: 686083, manufacture date:2009-11, & expiration date:2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.